Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report that her blood glucose was elevated to the 500¿s mg/dl while on insulin pump therapy. The patient could not provide any more information to explain the cause. The patient indicated that she was getting correction boluses via the pump which lowered her blood glucose. According to the patient, when they downloaded the pump information, the boluses record did not show up in the diasend report or the pump history. Her reported 500 mg/dl blood glucose reading was resolved with correction boluses. Her blood glucose was lowered to the low 100¿s mg/dl. Animas made 3 attempts to contact the patient back for troubleshooting but was not successful. This complaint is being reported because the patient had unexplained elevated blood glucose in the 500¿s mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.